Event description:
Device malfunction: device #1 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device, attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, a cuff miss occurred. After the device was removed from the patient anatomy, no sutures were present. A second and third device were used with the same results. A fourth device was used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was available.

Manufacturer narrative:
Device #1: part #12673-03, lot #78020-6h is being filed under medwatch MFR number 2953144-2009-01051. Device #3: part #12673-03, lot #78020-6h is being filed under a separate medwatch MFR number. The device was received. Investigation is not complete.